Event description:
It was reported that during a routine follow up visit, this right ventricular (rv) lead appeared to have dislodged. Chest xray imaging was done and confirmed the dislodgement. Subsequently this rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead is not expected to return.

Event description:
It was reported that during a routine follow up visit, this right ventricular (rv) lead appeared to have dislodged. Chest xray imaging was done and confirmed the dislodgement. No adverse patient effects were reported. As of today, evidence indicates this lead has not been explanted. It is also noted that a lead repositioning procedure is planned by the physician.

Event description:
It was reported that during a routine follow up visit, this right ventricular (rv) lead appeared to have dislodged. No adverse patient effects were reported. As of today, evidence indicates this lead has not been explanted. It is also noted that a lead repositioning procedure is planned by the physician.